Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the devices were received and evaluated. Visual observation revealed that all three devices had broken distal tips, confirming the complaint. The root cause could not be definitively determined as the specific details regarding the sterilization process were not provided. Typically, this type of failure can be attributed to normal wear and tear of the device after heavy use and multiple sterilization cycles. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4). The lot number is unknown.

Event description:
The sales rep reported that prior to unknown procedure on an unknown date during sterilization the tip of three of their screw/wash hex drivers 2.5mm broke off. The sales rep stated that the devices broke prior to being used on the patient. The sales rep reported that the surgeon completed the procedure with another like device with no patient consequences or delays. The sales rep could not provide lot numbers for these devices. The sales rep was not present for the case therefore could not provide any further information. The devices will be returning for evaluations.